Manufacturer narrative:
The customer did not appear to know whether the device was being driven on an incline or whether it had hit anything, and seemed to be confused about what had happened. A larger than standard set of stability wheels was shipped to the customer, in order to further increase the stability of her device. Device was not returned.

Event description:
A rider fell off of an amigo three-wheeled power operated vehicle. She was unclear of exactly what happened. She believed that the amigo was traveling on an incline, and that it flipped, at which point, she fell off of the amigo.